Event description:
The customer reported that the machine heated up, intolerant, and had problems with the attachment. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed that the coupling and the bearings were broken. This was attributed to normal wear and tear. Device was repaired and returned to the customer.